Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed, there was no image. Based on the results of the investigation, it was likely that the image was not displayed due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed artifacts that made viewing impossible. The event occurred during setup/inspection for use. There was no patient involvement.